Event description:
Per the audiologist, due to a thick skin flap, the patient's transmitting coil would not stay in place. Reportedly, the patient had previously under gone a revision surgery (date not reported). Further information has been requested.

Manufacturer narrative:
This type of event is addressed in the device labeling.